Manufacturer narrative:
Unit passed displacement test. Unit received with missing segments and partially discoloration of display due to corroded electronic assembly. Traces of moisture at motor assembly noted. Unit failed leak test. Unit leaked at cracked on back of the case. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and fluid leaks out of the device. The customer's blood glucose reading was 97 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.